Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 3778-60 (serial: (B)(6), product type: 0200-lead, implant date: (B)(6) 2009, explant date: (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had the stimulator and lead removed on (B)(6) 2013 because patient is thin and the battery was starting to hurt in their hip. Patient said it always hurt but they hadn't used it in like a year because they went into remission from electrocution, which is why they removed the device. Patient stated the doctor said they wouldn't take the top lead out because of scar tissue and they were afraid it would break. Patient mentioned during the surgery, the representative had to go out to his car and get a different lead because the one they were using didn't work. Patient mentioned they have been having a lot of pain from their neck to their arm and they want to get it figured out but they can't do that without an MRI. Patient stated they just had an x- ray done and there was no sign of any wires anywhere at all. Patient asked if it was possible to have an MRI of their neck. Patient stated the op notes from the dr (B)(6) ofc said ins and a lead were removed. Patient stated they are not sure if they should have MRI since the xray showed there is no device in the body but the op notes does not say the same information. Patient service specialist reviewed MRI guidelines/device function and redirected patient to healthcare provider to discuss. Agent recommend hcp call ts for information and patient said hcp has been talking to mdt rep.